Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01443. The patient received her scs system, including an ipg and surgical lead, on (B)(6) 2011. It was reported that on (B)(6) 2011, the patient complained of severe lead incision site pain, weakness in her legs and feeling overstimulation. She was allegedly admitted to the hospital for infection at the lead incision site. Consequently, the physician explanted her system on (B)(6) 2011. Attempts to obtain additional information regarding the infection and the patient's condition were unsuccessful. No further patient complications were reported.